Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, h6 (patient and device codes). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/organ perforation, difficult to retrieve, migration, tilt, anxiety, fear. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety and fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown. The alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant due to an unspecified reason. Patient is alleging migration, tilt, device is unable to be retrieved and organ perforation. Patient notes and further alleges experiencing " positive evident [sic] the filter is tilted, slightly migrated and perforated the ivc wall and into the aorta. The filter cannot be removed which causes extreme fear and anxiety the filter will continue to cause severe internal damage that will result in death". Per the CT abdomen without contrast: "filter tilt: the ivc filter apex is within the ivc resting along the anterior medial wall just below the entry point of the left renal vein. This is the entry point of the lowest renal vein. The long axis is directed posteriorly and slightly laterally from cephalad to caudal. Abnormal positioning of the ivc filter: the ivc filter tip is located below the lowest renal vein and no greater than 2 cm below the lowest renal vein. Perforation beyond the ivc wall with or without involvement of an adjacent organ/vessel: the anterior most strut will be considered 12:00...this can be seen to project 6 mm beyond the margin of the ivc contacting the passing duodenum. The 3:00 strut extends 4 mm beyond the margin of the ivc resting along the anterior surface of the adjacent vertebral body posterior to the aorta. The 6:00 strut rest 6 mm beyond the edge of the ivc along the adjacent vertebral body. The 8:00 stripe measures 4 mm beyond the edge of the ivc and does not contact an adjacent structure. The 9:00 strut extends 8 mm beyond the ivc contacting an adjacent venous structure believed to be the right gonadal vein. Finally the 10:00 strut extends 5 mm beyond the ivc also contacting the gonadal vein. Filter strut fracture or bending: no fractured or bent strut fragments identified. Stenosis of the inferior vena cava: no ivc stenosis identified by noncontrast CT".

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."